Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. Imaging reviewed by physician shows that the spinal cord stimulator (scs) paddle may have migrated to the left. The patient underwent a paddle lead repositioning procedure. The patient was doing well postoperatively. Nothing will be returned as no products were added or removed.